Event description:
A device failure was reported on 5/9/95. A replacement unit was sent to the pt on the same day in a priority overnight shipment. It was reported that the system would not stop operation after the 20 min cycle and that one of the fiber optic cables was slipping out of the connector. Upon return of the unit, it was found that pt had never depressed the "treatment start" switch. The fiber optic cable was traced to a loose collar band which allowed the cable to slip out of the connector. This is the first time a problem of this type has been encountered.